Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 6 to 5.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices, it was determined that this model, serial number and malfunction was reported twice. The count of events has been corrected to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.